Event description:
It was reported that the product still ran while in the safe mode. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The service technician confirmed the run-on condition and determined the motor pins were corroded. The device was repaired and returned to the customer.